Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used on12jun24 and the ¿v care medium inflatable tip detached from device and enabled the green collar to slide off during procedure. Fell off inside patient.¿. Per further assessment it was found that "the inflatable tip became detached which also allowed the green cuff to come off. Both of these were left inside the patient but the surgeon successfully retrieved them. No further procedure was required." There was no impact/injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: d1 brand name was corrected to vcare. Manufacturer narrative: the device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward ¿cervical¿ cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used on (B)(4)2024 and the ¿v care medium inflatable tip detached from device and enabled the green collar to slide off during procedure. Fell off inside patient.¿. Per further assessment it was found that "the inflatable tip became detached which also allowed the green cuff to come off. Both of these were left inside the patient but the surgeon successfully retrieved them. No further procedure was required." There was no impact/injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.